Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance at multiple implant locations. The rv lead was not used and replaced on (B)(6)2025. The patient was in stable condition.